Event description:
According to the reporter, during a reversal of hartmann's procedure, on formation of the anastomosis and after the anvil and metal trocar were attached properly, the orange band was covered and a click was heard when attached. The surgeon was able to retract the trocar normally, pulling back the anvil as well. However, as the anvil began to reach the shaft and the green bars almost started to show, the anvil would then detach from the trocar. The doctor noted that the tissue donut was of regular size; however, the stump was thicker than normal. The user attempted reattaching the anvil and trocar a few more times, double checking all the appropriate steps, and the same problem continued to occur. The surgeon then removed the circular stapler and opened a second device. The doctor compared the inside of the shaft of the first stapler to the second one and noted that it looked different. It was noted that the first stapler that was tried to use did not fire at all and had already been pre-fired from manufacturing. After inserting the second stapler handpiece into the anus of the patient and paring it with the anvil from the first device, the user was able to successfully fire as normal. After removing this second stapler handpiece from the patient, the physician compared the shaft of the second instrument to the first one, and it now appeared the same, as in, both appeared fired. There was an unanticipated tissue loss and the surgical time was extended by 30 minutes or more due to the product problem. The surgeon cauterized the colon tissue a little more. Just in case, potentially, the problem was that the patient's colon was too thick or the tissue donut was too large for the stapler.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 the incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage consistent with an obstruction. Functionally, the anvil disengages upon clamp up. It was reported that the anvil disengaged either fully or partially from the device, the donut formed poorly or was missing completely after firing, the device did not fire, the physical appearance of the product was different than expected, and the staples released prematurely from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a reversal of hartmann's procedure, on formation of the anastomosis, after the anvil and metal trocar were attached properly, the orange band was covered and a click was heard when attached, the surgeon was able to retract the trocar normally, pulling back the anvil as well. However as the anvil began to reach the shaft, and the green bars almost started to show, the anvil would then detach from the trocar. The doctor noted that the tissue donut was of regular size, however the stump was thicker than normal. The user attempted reattaching the anvil and trocar a few more times, double checking all the appropriate steps, and the same problem continued to occur. The surgeon then removed the circular stapler, and opened a second device. The doctor compared the inside of the shaft of the first stapler to the second one and noted that it looked different. It was noted that the first stapler that was tried to use misfired and had already been pre fired from manufacturing. After inserting the second stapler handpiece into the anus of the patient, and paring it with the anvil from the first device, the user was able to successfully fire as normal. After removing this second stapler handpiece from the patient, the physician compared the shaft of the second instrument to the first one, and it now appeared the same, as in, both appeared fired. There was an unanticipated tissue loss and the surgical time was extended by 30 minutes or more due to the product problem. The surgeon cauterized the colon tissue a little more, just in case potentially the problem was that the patients colon was too thick or the tissue donut was too large for the stapler.